Event description:
It was reported that the device was going to be used for a gyn procedure, laparoscopic hysterectomy. The packaging was partially opened when removed from sales unit. There may be a compromise in sterility. Another device was used to complete the case. There was no patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2010. Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4).